Manufacturer narrative:
H3: evaluation summary: customer report that "a black particulate was observed on the leaflet" was confirmed. As received, the valve was still attached to holder with all three green sutures intact at the cutting channels. The tricentrix system was in the un-deployed position. A black particulate, approximately 1.5mm in length, was found on the surface of leaflet 3 on the inflow aspect. Particulate was not able to be rinsed off during rinse procedure per IFU. No suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. Further evaluation noted that the ir spectrum of the black particulate showed similar absorption characteristics when comparing to urethane like material. Per engineering evaluation, based on the investigation results, a manufacturing deficiency was not identified. Current manufacturing mitigations are in-place to detect and reject particulates/fibers on the valve and in the jar. Awareness communication was performed to operators/inspectors to highlight this event. H10: additional manufacturer narrative: updated section h6 it is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard/mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. In this case, the origin of the black urethane like material on leaflet 3 could not be conclusively determined; however, there are no indications it originated from edwards. It is possible that the particulate contacted the valve after it was taken out of its packaging by the customer. The root cause remains indeterminable. Per the instructions for use (IFU), "avoid contact of the leaflet tissue or the rinse solution with towels, linens, or other sources of lint and particulate matter that may be transferred to the leaflet tissue." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: updated section h3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report that "a black particulate was observed on the leaflet" was confirmed. As received, the valve was still attached to holder with all three green sutures intact at the cutting channels. The tricentrix system was in the un-deployed position. A black particulate was found on the surface of leaflet 3 on the inflow aspect. Particulate was not able to be rinsed off during rinse procedure per IFU. No suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. Photo provided was consistent with lab findings. Further evaluation noted that the ir spectrum of the black particulate showed similar absorption characteristics when comparing to urethane like material.

Manufacturer narrative:
UDI #: (B)(4). The valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that a black particulate was observed on the leaflet of a 29mm 7300tfx mitral pericardial valve when the valve was removed from the jar. The valve was rinsed in attempt to remove the particulate; however, the particulate was unable to be removed. There was no harm to the patient. The surgeon used another valve of the same size.